Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for hi display. The customer is concerned with test results from results obtained of 317, 350 and 286 mg/dl. The customer's does not have an expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 398 mg/dl and 438 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is 08/23/2016. The meter memory was reviewed for previous test result history: the 317mg/dl (B)(6) 2016 08:50 am fasting: yes, the 350mg/dl (B)(6) 2016 08:43 am fasting: yes, the 286mg/dl (B)(6) 2016 08:17 am fasting: yes, the 287mg/dl (B)(6) 2016 07:12 am fasting: yes, the hi (B)(6) 2016 08:07 pm fasting: yes. Memory concerns: 317 350 286 287mg/dl hi. Customer test fasting regularly.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:strip issue.

Event description:
Consumer reported complaint for hi display. The customer is concerned with test results from results obtained of 317, 350 and 286 mg/dl. The customer's does not have an expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 398 mg/dl and 438 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer test fasting regularly.